Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller with an evac 70 xtra wand, the controller allegedly caused a short circuit in the operating room. The surgeon opted to completed the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.